Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause of the event cannot be determined. It is likely that the broken part of the cable resulted in poor communication, no images are displayed, or the images are displayed with distortion. The cause of the cable breakage could not be estimated.

Manufacturer narrative:
Additional information is not yet available for this event. The requested data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). Event date is (B)(6), 2021. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device presents a distorted image, and at times no image, when moving the cable. The cable is deformed in several sections. Replace affected parts. Functional inspection and electrical safety test was performed for the device. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned this device for the issue of the device connector making a false contact. There is no reported harm to any patient. Upon inspection of the returned device, it was noted that the device yielded a distorted image or no image. This medwatch is being submitted to capture the reportable malfunction of no image noted at evaluation.